Manufacturer narrative:
The report of a patient event was not definitively confirmed as there were not enough details provided for the investigation. This complaint was opened for an unspecified patient event and the only details provided were that the event occurred between 8 pm and 11 pm on (B)(6) 2020. The pcu event log recorded a channel malfunction at 11:01 pm on (B)(6) 2020. Prior to the channel malfunction, at 10:32 pm on (B)(6) 2020, the user programmed pump module s/n (B)(4) for a basic infusion to infuse at 1 ml/hr with a vtbi of 10 ml. At 10:34 pm, the user changed the rate to 99 ml/hr. At 10:35 pm, the user changed the rate back to 1 ml/hr. At 11:01 pm, a channel malfunction (attached unit pump module s/n (B)(4)) occurred and the infusion stopped. At 11:03 pm, the user selected soft key 11 to address the channel malfunction and attempted to channel the device off, and was unable to do so due to the error state. The device was then removed from the system. The volume recorded during this period was 1.049 ml. Neither the incident instruments nor administration tubing were returned for investigation. The root cause of the reported patient event was not identified. Device history review: pump module s/n (B)(4) service history record showed that the device was manufactured on 28 december 2016. A review of the device service history record was performed beginning from the date of manufacture to the present date of 30 may 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.

Event description:
Unspecified patient event occurred between 8-11pm on (B)(6) 2020. Event logs have been provided for investigation. There is no report of patient impact.